Manufacturer narrative:
Findings: pump was received with act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Unable verify for prime/fill anomaly and perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to no act button response.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they are unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with shots and declined to troubleshoot for high blood glucose.